Manufacturer narrative:
The device was evaluated at the philips bench and the symptom was clarified as the etco2 calibration was overdue resulting in a red x.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that etco2 was not working. No patient involvement was reported.